Event description:
It was reported the extension cable gave high impedance for electrodes #5, #6 and #7 during implant before the wound was closed. The device came out of a new package. Measurements with n'sure programmer confirmed this. This extension was replaced. No patient injury was reported.

Manufacturer narrative:
The extension was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.